Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 210 mg/dl, and the meter bg reading was 410 mg/dl. Subsequently, based on the cgm reading, customer did not deliver a bolus. Bg level elevated to 295 mg/dl and ketone level was large. Customer delivered a bolus to address the 295 mg/dl and went to the emergency room. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Ketone level was identified as being dangerous by a healthcare provider. Intravenous insulin was administered. Elevated bg/ dka were resolved. Customer was discharged on (B)(6) /2019 with no permanent damage.